Event description:
During a procedure, an attempt to place a tracheobronchial stent was unsuccessful. The stent broke after placement because it was caught on the rigid scope. All pieces removed and accounted for.